Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirmed/did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09sep2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Investigation complete.

Event description:
It was reported that the device kept turning on and off. No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device kept turning on and off. No patient involvement.